Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specifications. The pump was monitored and no blank display anomalies were noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The pump was received with a cracked case at the display window corners and lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer reported that there was a scratch on the screen. The customer's blood glucose was 155 mg/dl at the time of incident. The customer's blood glucose was 221 mg/dl at the time of call. The customer stated that they corrected the blood glucose with the insulin pump and with manual injections. The customer stated that the insulin pump was not dropped and bumped. The customer stated that the insulin pump was exposed to moisture. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.